Event description:
The user facility reported that while tearing down the circuit after a bypass procedure, droplets of blood had leaked from the centrifugal pump onto the floor. The case had been completed with no complications or pt injuries when the observation was made.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. This evaluation confirmed the reported leakage. All units are leak tested durng production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available info has been placed on file in quality assurance for appropriate tracking, trending and follow-up.